Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the belt was unable to communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem; (does not communicate with test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor-upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector. The cause of the inability to communicate is the damaged connector. The cause of the damaged connector is the pulled cable. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged cable.